Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The ¿damaged heat shrink¿ condition could not be confirmed since the affected unit was not returned for evaluation. The probable root causes for the reported condition can be associated, but are not limited to: non-conforming component: according to the device history record review, the lot was manufactured according to specifications. Poor assembly process: risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. In addition to the previously mentioned possible root causes for insulation damage, an increased temperature in the joint space caused by insufficient suction, can also lead to insulation damage. Poor suction, as per risk management document, can be related to the following: clogging, inadequate hospital suction, bad connection to hospital suction line, leak, pinch clamp left closed, probe bender use to bend non-bendable probe. None of the other possible contributors for poor suction can be ruled out. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit had a piece of the black plastic break off inside the patient's shoulder. Doctor was able to retrieve the plastic piece.

Event description:
It was reported that the unit had a piece of the black plastic break off inside the patient's shoulder. Doctor was able to retrieve the plastic piece.